Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. It was reported that the pump displayed a value greater than zero for the insulin on board reading after the end of the set duration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/27/2015-device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The insulin on board (iob) setting in the pump was set to a duration of two hours. The bolus history revealed a bolus delivery that was appropriately reflected for the iob duration. During testing, the iob setting was set to ¿on¿ with a two hour duration, and a 10 unit bolus delivery was performed. The iob correctly showed 10 units on board immediately after the delivery. After two hours, the iob correctly reflected zero units on board. No defect was found.